Event description:
It was reported that the asymptomatic patient presented for a routine follow up. A drop in right ventricular thresholds had been observed. An x-ray image revealed that the lead had dislodged. The lead could not be repositioned due to the patients anatomy. The lead was capped and replaced. The patient was okay following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.